Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified, however, the following probable cause of the issue reported are as follows : as more than 5 years have passed since manufacture of this product, it was presumed that the video connector socket lock worn out due to long term repeated use. It was presumed that the camera head was not recognized due to the electrical contacts became unstable and the transmission of the image signal was affected between the camera head and the video processor. It was presumed since more than 5 years has passed since manufacturing that the dp board and the cm board failed due to parts on the circuit board deteriorated due to long-term repeated use, or due to corroded circuit board. The dp board and the cm board performs video signal processing, it was presumed that the image did not appear due to failures. It was presumed that the failures occurred due to users handling issue. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported failure was confirmed. The device was found with no image due to faulty cm circuit board causing no image. The dp patient circuit board was observed to be faulty causing no signals on dvi and yv connectors. The cn board was corroded, faulty causing the unit not to connect to light source. In addition, the lock latch on video connector was found worn out causing loss of image when the cable was moved. Chassis, rear panel and power supply were all determined to be corroded. The identified parts needs to be replaced. The user was informed regarding repair however, the service repair was declined. The device was shipped back to the user facility unrepaired. The user will obtain a new device as trade in. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during preparation for use, the device was not recognizing the camera. There was no patient involvement on this report.